Manufacturer narrative:
These products are used for treatment. The device history records for were reviewed for deviations and/or anomalies with no anomalies/deviations identified that are related to this event. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Based on the information available, a root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic on the impactor head had cracked when surgeon was impacting the femur. This did not cause harm to the patient or delay of the surgery. No additional patient consequences were reported.